Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was insufficiently cooling on the device. The patients temperature was 38.6c, the target was 37c, the water temperature was 28.6c, and the flow rate 2.3l/min. The event log was checked but she stated it was clear. Per troubleshooting, the device was put into manual control and set to 4c for 10 min. The water temperature 1 was 28.3c, temperature 2 was 28.4c, and the mixing pump command was 100%. She was advised to send the device to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was insufficiently cooling on the device. The patients temperature was 38.6c, the target was 37c, the water temperature was 28.6c, and the flow rate 2.3l/min. The event log was checked but she stated it was clear. Per troubleshooting, the device was put into manual control and set to 4c for 10 min. The water temperature 1 was 28.3c, temperature 2 was 28.4c, and the mixing pump command was 100%. She was advised to send the device to biomed for evaluation.